Event description:
A us distributor contacted zoll to report that a patient passed on (B)(6) 2025 while reportedly wearing the lifevest. Per clinical review of the continuous ECG recording, the device was started up at 16:16:11 on (B)(6) /2025. An arrhythmia was detected at 08:46:01 on (B)(6) 2025. ECG shows sinus rhythm @ 60 bpm degrading to asystole with intermittent cardiac activity. The detection stopped at 08:46:14. Asystole was detected two times from 10:07:46 to 10:08:46. ECG shows sinus bradycardia @ 20 bpm transitioning to an idioventricular rhythm @ 60 bpm. The rhythm then degrades to fine vf with varying amplitudes. An arrhythmia was detected at 10:09:11. ECG shows fine vf with varying amplitudes. The detection stopped at 10:09:15. Asystole was detected at 11:05:10. ECG shows asystole with CPR/motion artifact and intermittent cardiac activity. The rhythm then degrades to asystole. Per ECG data, the patient was in fine vf with varying amplitudes. The rhythm then slows to an idioventricular rhythm from 60-40 bpm. The rhythm then degrades to asystole with CPR/motion artifact/electrode lead fall off from approx. 10:09:11 until the electrode belt disconnected at 11:12:46 on (B)(6) 2025. Oversensing of low amplitude cardiac signal contributed to the false detection. The device properly detected vf. Varying amplitude prevented the lifevest from treating the patient. The device properly detected asystole. Which is a non-shockable rhythm. Fine vf was seen during asystole. The vf frequency was less than the rate threshold preventing the lifevest from treating the patient.

Manufacturer narrative:
Device evaluation of the monitor and electrode belt has been completed. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction.